Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, it was noted that no rv capture was observed. A CT scan was performed confirming lead perforation. The lead was explanted when repositioning was unsuccessful. Lead will not be returned.